Event description:
New information reported stated that on (B)(6) 2018 an attempt to reposition the lead was done but a stable position could not be obtained. Due to the difficulty of the left ventricular lead position no further lead revision would be performed.

Manufacturer narrative:
Correction: lead was explanted during attempt to reposition the lead on (B)(6) 2018

Event description:
The lead was explanted on 09/03/2018. Due to the difficulty of the left ventricular lead position no further lead revision would be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. A chest x-ray was performed which revealed the lead had dislodged. The patient was in stable condition. No further information was reported.